Manufacturer narrative:
Unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there are small cracks on the display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.